Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Damage and smearing noted on fracture surfaces. No immediately adjacent pre-existing surface defects identified that could contribute to crack propagation of fracture. Significant deformation at multiple locations along the length of rods due to apparent rod bending. A secondary crack is noted at the base of one of the rod bending deformations. Fracture surface examination of the fractured rods identified ratchet marks near the origin of crack propagation, with progressive striations or beach marks emanating through the cross section of the rods until subsequent mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that post-op, the rods broke. No fragments of the product remained in the patient. The patient complained of pain due to this event. The patient underwent a revision surgery for new implants to be implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.